Manufacturer narrative:
The returned device was evaluated. During evaluation the charge and discharge of battery is done from the service menu. After this procedure is completed, the handheld is disconnected from radical docking station but the devices turn off immediately and does not work under battery power.

Event description:
It was reported that the radical docking station doesn't charge the handheld. There was no known impact or consequence to patient.